Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the system provided a audible and visual warning and the device stopped working. The device was returned to the distributor and it was noted that a piece of the active waveguide had disengaged. The piece was returned with the rest of the device. The customer reported that nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.